Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
A health care professional (hcp) via a manufacturer representative reported a damaged lead that occurred during a procedure. The lead broke when entering through the introducer. No factors known to have led to the event. Another lead was used, operation completed successfully, and the issue resolved. No symptoms were reported. Additional information received from the hcp via the representative reported the "problem was that the inner stylet from the tined lead would not fully insert and when I tried to deploy it there was almost a 90 degree bend - almost like there was a weak point in the lead causing it to bend."

Manufacturer narrative:
Product ID: 357664, serial# unknown, product type: screening device. Product ID: neu_perc_extension, serial# unknown, product type: extension. Product ID: neu_wrench_acc, serial# unknown, product type: accessory.

Event description:
A manufacturer representative (rep) reported no new information.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.